Manufacturer narrative:
Investigation results: visual investigation: both electrodes are in a used condition and fractured at the proximal end. The devices provided are in a used condition, signs of usage can be found on the surface. The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3 (5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
During a general procedure the ceramic around the "l" hook on the ceramic electrode tip l-hk f/gk372r device was noted to be broken on two of the device's tips. Both devices were cracked open opening the sets. The first set, the device was noted to be cracked/broken and the same device malfunction was noted when getting the second device as a backup. Reportedly, the event did not cause or contribute to a serious injury or to a death. The reported was not sure if there was a surgical delay but was told by the customer facility that the event did not cause a delay. The devices were purchased five day prior to the reported event on (B)(6) 2020. The devices are available for evaluation. This complaint involves a total of two (2) devices.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. During preparation for a general procedure, it was noted that the ceramic around l- hook was broken. It was found to be cracked; another device was readily available, and used for the surgery. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference#: (B)(4).